Event description:
It was reported that, during implant procedure and while repositioning the lead twice, the "helix mechanism was broken". The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter name. Evaluation summary: (B)(4): helix/lobe distorted/bent, distal conductor distorted, defib conductor distorted, lead damaged at implant, and blood noted on helix mechanism; full lead returned and analyzed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.